Manufacturer narrative:
A visual examination of the guidewire revealed that the device has coil stretched and kinked in the distal section end, also it has the distal end broken, distal tip and the ballweld were returned. The complaint is consistent with the returned guidewire that the guidewire coil unraveled. In addition, the distal wire end was broken. It is most probable that anatomical/procedural factors like interaction with other devices or while the device was advancing through the lesion target could have generated the failure encountered. Based on all gathered information, the most probable root cause is "operational context.¿ a DHR (device history record) review was performed and no deviation was found.

Event description:
It was reported to boston scientific corporation that an amplatz super stiff guidewire was used during an antegrade ureteroscopy and ureteral stricture procedure performed on (B)(6) 2016. According to the complainant, during the procedure and outside the patient, when the guidewire was removed from the hoop, the coil wire unraveled, exposing the tip of the metal corewire. The procedure was completed with a different device. The patient's condition at the conclusion of the procedure was reported to be fine. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
Patient's exact age is unknown; however it was reported that the patient was over the age of (B)(6). (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that an amplatz super stiff guidewire was used during an antegrade ureteroscopy and ureteral stricture procedure performed on (B)(6) 2016. According to the complainant, during the procedure and outside the patient, when the guidewire was removed from the hoop, the coil wire unraveled, exposing the tip of the metal corewire. The procedure was completed with a different device. The patient's condition at the conclusion of the procedure was reported to be fine. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.